Event description:
The patient reported a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The patient stated, he was burned by the recharger when he "taped it to my chest" and fell asleep. When the patient woke up, there was a blister over the wound, but the ins was not recharged. The patient stated that he had not been able to recharge for the past month and a half now. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).